Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer reused the cartridge and filled the cartridge with cold insulin. Tandem technical support informed the customer that reusing cartridges and loading cartridges with cold insulin is off label per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.